Event description:
It has been reported to philips that the device would not start up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer visited the site and identified that the host computer and the flexvision computer were failing. The fse replaced both computers, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not start up. Review of the system log file showed flexvision pc malfunction. Upon functional testing, the fse determined that the host pc also failed along with flexvision pc. As a part of repair activity, the fse replaced the flexvision pc, host pc and reloaded the software. After the replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.